Event description:
Revision surgery was reported due to infection.

Manufacturer narrative:
.

Manufacturer narrative:
The associated devices were not returned. Our investigation included a review of complaint history which revealed no prior complaints for the listed lots. A review of the manufacturing records revealed no discrepancies that could have contributed to the infection. Products were sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.